Event description:
It was reported that post-coronary drug eluting stenting treatment procedure, late stent thrombosis occurred. On an unspecified date, a taxus express2 stent was implanted in the patient. The target lesion location and characteristics were not provided. At some point post-procedure, late stent thrombosis was observed. No further information is available at the time of this report.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information received, a supplemental medwatch will be filed. (B)(4)